Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Post-paced t-wave oversensing on the ventricular channel was observed via stored egm. Programming changes were recommended. Device remains implanted. No further information is available.